Manufacturer narrative:
Upon review of the reported event, it was determined that there was no allegation of high co2. The issue was leakage from the co2 canister. The leak was more than 750ml but was not confirmed to be greater than 4.5lpm. Therefore, the initial MDR was not a reportable malfunction.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Co2 canister leakage was detected. The co2 canister was cleaned and properly closed. An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on october 18, 2017. The gehc internal field modification number is (B)(4). No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported system errors at startup. There was no report of patient involvement.